Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Medical staff reporting capsular contracture grade iii, inflammatory reaction around device and a suspicion of an intracapsular and extracapsular rupture, diagnosed by MRI . Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening curved on posterior, wear abrasion, red particles and white biological tissue. A visual and microscopic analysis was performed which identified: creases fold and striated opening on posterior. Based on the device analysis the final assessment is a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Medical staff reporting capsular contracture grade iii, inflammatory reaction around device and a suspicion of an intracapsular and extracapsular rupture, diagnosed by MRI . Device has been explanted